Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Per the end user, rash and skin irritation under tape border of wafer. This has been happening since the end user started chemotherapy. Uses baby soap, coconut oil, no sting wipes and ostomy paste. End user changes wafer every 3 days. No further information provided.